Event description:
It was reported by hospital nurse that the patient was admitted to the hospital due to increased seizures and painful stimulation occurring. The patient was using the vns magnet placed over the generator to stop stimulation. No additional relevant information has been received to date.